Event description:
While pt was being revised to address a leg length discrepancy (femoral side was competitor product), when trying to remove the constrained liner, the extractor tip broke off into the pt. Post-op x-rays showed no indication of the broken instrument's metal tip in the pt. Also, difficulty getting the ring to go onto the liner resulted in surgery being extended by one (1) hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.